Manufacturer narrative:
No further patient information was provided by the customer. The customer replaced the ict module, which resolved the issue. No additional discrepant result issues have been reported since the module was replaced. Return testing was not completed as returns were not available. A review of the analyzer's service history did not reveal any additional service tickets associated with discrepant/erratic results and identified no contributing factors to the current complaint. A review of tracking and trending did not identify any trends for the ict module. A review of tracking and trending did not identify any trends for the architect c16000. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict module or the architect c16000 processing module, serial (B)(4) was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for two samples. The following example data was provided (customer's reference range: 136 to 145 mmol/l): (B)(6) 2020 initial result = 119 mmol/l, repeat = 139 mmol/l. No impact to patient management was reported.